Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer in the system was experiencing the duplicate address failure. A field service engineer shutdown the station and remove the back panel, then disconnected and reconnected the row board cable from drawer control board and cubie trays, also replaced the retractor cable. Then lock back panel and power the station back on to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.